Event description:
Hospice patient - respiratory rate 2-3 extremely shallow, pacemaker 60 beats per minute, no urine output for 4 days at this point, no bowels sounds by stethoscope for 3 days. No peripheral pulses in arms or legs by palpation for 24 hours, no blood pressure by listening or palpation for 24 hours, pupils fixed and no reaction to light noted. No reaction to pain noted, I did see the skin retract around the pacemaker. Rectal temp 96. Extremities stiff and cold, carotid pulses very difficult to find then absent by 4pm. I requested cardiologist to turn off pacemaker, I was refused - I was considered family member not rn -, I held medical poa. Called again on following day with same report, but body colder no carotid pulses, very difficult to rate respiratory effort. Called again on third day and medtronics rep finally given permission to lower rate to 30. Heart stopped responding to pacemaker 10 hours later. This was an awful death for a family to witness. We were notified by the funeral home that due to the condition of the body if we wanted open casket, we would have to bury the next day. There needs to be a way this device can be turned off when signs of death have already occurred in the other systems of the body.